Event description:
The pt visited her health care professional (hcp) because she was not feeling well and sensed her implantable neurostimulator (ins) was turned off. The pt was admitted to the emergency room and was diagnosed with a heart attack. The pt subsequently died in the hospital. The hcp was concerned about the timing of the ins issues and the heart attack. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).